Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging an inaccurate low result on the lifescan meter of "120 mg/dl" compared to "180 mg/dl" on a laboratory device, performed within an unspecified time of each other. This complaint is being reported because the reported results may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.